Manufacturer narrative:
Date sent: 11/10/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported a piece of the ra320 fell into the pt. This was after firing 3 clips successfully and after firing the 4th clip. The piece was retrived after several minutes. Another ra320 was used to complete the case. There was no consequence to the pt.